Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Event description:
The event involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch on an unknown date. The 1.2 micron filter on the set is leaking, it is causing safety issues for both staff and patient. The customer was made aware of the problem during the infusion for lyposin. The nurses noted that the patient¿s shoulder was wet and they noticed the leak was coming from the filter. The plum set was changed. There were no mating devices used. There was patient involvement but no patient harm. This is the fourth of five reports.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.